Manufacturer narrative:
Additional information : b5- the lens was repositioned on (B)(6) 2020. This resolved the problem. The cause of the event is deemed as user error and mixed up od and os. H6- impact code 4628- device repositioning. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -7.50/2.0/113 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Refractive surprise was observed, the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.